Manufacturer narrative:
The reported events were capture anomaly and unable to implant. As received, a complete lead was returned with all four tines intact and undamaged. The reported event of capture anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon implanting the right atrial (ra) lead, it was noted that capture threshold measurement readings were unsatisfactory. The lead was attempted to be repositioned multiple times and were unsuccessful. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.